Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02678. The patient received three leads from lot number 175430. It was reported the patient had his scs system removed approximately one year after he was implanted because his stimulation therapy became ineffective.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.